Event description:
It was reported to philips that the system generated an alert regarding a pixel issue. After a system restart, another alert appeared indicating a defective anode, which prevented the system from imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.